Manufacturer narrative:
The pump came in as a group of 3 pumps with a complaint stating, " I do know that 3 of them kept alarming upstream occlusion and 2 turned off while in patient use (patients denied hitting any buttons)." Since it was unknown which pump had which issue the pump was coded as an unknown complaint and is to go under all testing protocols. The pump was undergoing the flow rate test when the pump powered off completely and could not even begin infusing. When the pump is powered on the lcd screen was flickering a bit as well, pointing to a failing battery.

Event description:
On 11/08/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device in question was returned on (B)(6) 2023 for further evaluation.